Event description:
Reporter alleges obtaining the following peforma system results at the following times on (B)(6) 2012: 201 mg/dl at 6:06 107 mg/dl at 6:09 110 mg/dl at 6:13. Reporter alleges obtaining the following peforma system results at the following times on (B)(6) 2012: 284 mg/dl at 22:08 139 mg/dl at 22:13 138 mg/dl at 22:15. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.